Event description:
Pt was revised to address a cracked stem (left side).

Manufacturer narrative:
Although, the exact date of the primary surgery is unk, it was reported to have occurred approx 20 yrs ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.